Event description:
Info received indicates the service required light is on and the bed has no functions working.

Manufacturer narrative:
The tech found no power output from fuse 9 and 10 on the power pcb. The technician replaced the power pcb to repair the bed.